Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device not returned.

Event description:
The affiliate reported via email that the surgeon felt like the anchor in question was broken when passing the thread through the anchor during rotator cuff repair surgery on (B)(6) 2017. The anchor in question was not implanted to the patient because the surgeon recognized the crack on the anchor. It was brand new and the first use when the issue occurred. There was surgical delay in couple of minutes and no harm to the patient. The backup device was used to complete the case. The following additional information was received via email by mitek complaints on 10-11-17: no information is available if the original bone hole was used to complete the procedure. Also, no information is available if the issue was found prior to being used on the patient.

Manufacturer narrative:
This correction is being filed to include the UDI, which was inadvertently excluded from the initial report: UDI: (B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.